Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number vad-(B)(4), and the reported patient outcome could not be conclusively established during this evaluation. It was reported that the patient expired on (B)(6) 2018. Due to hospital policy, no further information regarding the event was able to be provided. It was communicated that heartmate ii lvas, serial number vad-(B)(4), was not explanted and would not be returned for evaluation. The relevant sections of the device history records for vad-(B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. Due to hospital policy, no additional information was provided.